Event description:
Dr felt the catheter was rigid at the time he inserted it. Subsequently, the pt developed a pleural effusion of tpn and a central venous catheter erosion was thought to have developed.